Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc verified the siemens easylink properly sent the values it received from the customer's dimension vista instruments and the customer's laboratory information system (lis) received the results. A siemens headquarters support center (hsc) reviewed the event. Hsc confirmed the easylink system did properly transmit what was received to the lis. Easylink did not make any conversion or manipulations to the results. Hsc found easylink performed as intended. The cause of the siemens easylink system displaying different results than the customer's laboratory information system is due to a non-siemens device. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that their easylink system displayed different blood urea nitrogen results than their laboratory information system (lis). The siemens easylink system displayed higher results than the customer's lis. It is unknown which if the customer reported out the incorrect results. There are no known reports of patient intervention or adverse health consequences due to the siemens easylink system displayed different results than the customer's lis.